Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was damaged. There was no indication of damage to the battery cap; however, the user was unable to secure the battery cap to the pump per instructions for use and the yellow o-ring was visible. The battery cap reportedly was replaced approximately 1 to 3 months ago. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the black box history revealed several power on reset events on (B)(6) 2016. The battery compartment was observed to be cracked from the threads left of the grip pad, above the grip pad to the threads and below the grip pad to case seal. The test cap was difficult to remove due to the damaged battery compartment threads. The battery cap had damaged threads and would not secure to the test pump. The intermittent power connection was duplicated due to a damaged battery compartment. A 24 hour duration test was completed with the test cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.